Event description:
It was initially reported that during the treatment procedure, while on the 9th lesion (approximately 20 minutes into the procedure), the handpiece component stopped working. It was noted that the physician then opened and used a new handpiece to complete the procedure. Additional information received on june 27, 2012 reported that the handpiece component that was used after its use by date. Further information received on july 31, 2012 clarified that the handpiece had a temperature problem with the message ''failed'' noted on the generator screen. It was confirmed that the patient had 9 locations treated when this occurred using a needle size of 18. It was reported that during the procedure more than the usual amount of water had to be used and instilled more frequently to keep the urethral temperature down. There was a constant ''saw-tooth'' pattern observed on the screen from the instillation of the water cooling the urethra. When the ''failed'' handpiece message appeared a new handpiece had to be used as the patient was becoming more uncomfortable and the procedure needed to be completed. It was also confirmed that after the procedure, it was the handpiece had been used past its use by date and was ''contaminated.'' It was also alleged that the use by date was not on the individual box that contained the handpiece. If additional is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of handpiece model 8929, lot 15428 showed no anomalies. During analysis, the error code of 34 (left needle issue) was unable to be duplicated and the temperature was reported as good. No problem with the device was found.

Manufacturer narrative:
Product ID 8930, product type rf generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.